Event description:
Elderly female undergoing posterior cervical spine fusion revision; surgeon using screw driver to remove existing implant; the head of the screw driver broke off in the implant the surgeon was trying to remove. Surgeon successfully removed implant and the piece that broke off the screw driver; piece was still stuck in the implant. Screw driver and removed implant taken off field.